Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and oversensing of noise. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.